Event description:
Facility rec'd copy of FDA safety alert regarding hemodialysis devices and cross contamination. An internal investigation was performed, and a potential problem was noted with a fresenius dialyzer. A breach of the transducer protector was noted. The MFR was notified, and the part was ordered. No pt involvement.